Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized for low blood glucose levels. Prior to the hospitalization, the medical dr had given the customer instructions to change the basal rates on the insulin pump.